Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that they have had a no delivery alarm happen more often. Customer's blood glucose level was 147 mg/dl. Customer does not have the infusion sets to troubleshoot. Customer stated that the alarm occurred while he was at work and was changing his infusion set. Customer was advised to change the entire set. Customer stated that the first time he had the alarm he had to go home from work and treat his high blood glucose level with the pump. Customer has informed his doctor of his high blood glucose level of over 400 mg/dl. Insulin pump will need to be replaced. Customer was advised to retrieve their pump settings. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.